Event description:
Blood sugar over 400, had stroke, ambulance, ketoacidosis, intensive care unit 4 days, acute care 10 days. Still having rehab. Do not know how much function will return pump, report shows no alarms or insulin provided tandem pump failed.